Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedances greater than 2,000 ohms. A revision procedure was performed wherein the rv lead was explanted and replaced. Due to the duration of time implanted, the physician chose to explanted the ICD and right atrial (ra) lead as well. The ICD was explanted without consequence. However, when attempting to extract the ra lead, it severed and the distal portion of the lead remains in the patient. The explanted portion of the ra lead was discarded following the procedure. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported. This system is no longer in service.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed in two segments at 12.2 cm from the is-1 pin with the extracting stylet lodged inside the distal segment. The distal portion of the rate/sense coil was extremely stretched, the proximal shock coil was pulled apart and the distal shock cable was severed/discontinuous. The damage was noted to be due to the extraction process. Setscrew marks were noted on all terminal connectors with drag marks on the is-1 ring. Calcified body fluid was also noted covering most of the distal tip mesh screen. The proximal segment of the lead passed resistance testing; the distal segment failed due to multiple points of damage. No further testing was performed. Laboratory testing was unable to reproduce the reported clinical observations. Analysis did not identify any intrinsic lead characteristics that would have caused or contributed to the reported clinical observations; however, the noted lead tip calcification may have been a factor.

Manufacturer narrative:
(B)(4). This device has been received for analysis. This report will be updated upon its completion.